Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. Manual compression was used to achieve hemostasis. The mynx vcd¿s was prepped according to the instruction for use (IFU). There was no scar tissue present in the vicinity of the puncture site. There were no damaged to the devices¿ packaging. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel is moderately tortuous. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. No other information was provided. The product was returned for analysis. A non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Per visual analysis, the balloon was exposed to blood, the shuttle was engaged to the handle and the stopcock was open. The sealant sleeve, sealant, and the advancer tube remained in the manufacturing position. The grip tip of the sealant was exposed to the blood. The syringe and the procedural sheath were not returned with the device. Per microscopic analysis, a 6mm taper-to-taper tear exposing the core wire was observed. The grip tip of the sealant was observed to be swollen and exposed to blood outside the shuttle tube. Per functional analysis, the inflation indicator and the balloon of the returned device could not be inflated. A leak was observed on the balloon. Since the procedure sheath was not returned, a physical evaluation of its compatibility or damage that could have affected the reported complaint could not be performed. Once, the dried-up grip tip was removed, shuttle down procedure was simulated, and the sealant and the advancer tube were deployed. The swollen grip tip indicated that it might have been prematurely exposed. A product history record (phr) review of lot f2021301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as forceful insertion or friction, may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information to include from section phone number: (B)(6). Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. Manual compression was used to achieve hemostasis. The mynx vcd¿s was prepped according to the instruction for use (IFU). There was no scar tissue present in the vicinity of the puncture site. There were no damaged to the devices¿ packaging. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel is moderately tortuous. Femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device will be returned for analysis. No other information was provided.